Event description:
Emergency iabp insertion was performed without difficulty on a post-op pt. Physician was unable to draw back on central lumen line. Counterpulsation was initiated because pt was crashing. Balloon pump operated for 10-12 seconds and and then sounded an iab cath alarm. Balloon was withdrawn and noted to have ruptured. Staff attempted to insert another balloon, but pt expired.